Event description:
Patient was implanted with a 'one-third plate on fibula'. Plate was noted to have 'failed' and was removed during revision surgery.

Manufacturer narrative:
Additional information, has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.